Event description:
The medical surveillance specialist was unable to reach the patient for follow-up questions. The following information was obtained from lifescan customer service. The lay user/patient contacted lifescan customer service in 2009, alleging that his one touch ultra started ot display the "er2" error message on an unspecified date. The patient did not make any changes to his diabetes medications 3 weeks ago on monday at 7:30pm, as a result of the error message: he took his usual dose of medications (humulin n and humulin r). It is unknown if the patient was following this regimen regularly when he was unable to test due to the error message. The patient reportedly did not develop any symptoms at the time of concern, but claimed that he was hospitalized "weeks ago, monday, 7-8 pm" as a result of the error message. The patient did not provide any blood glucose results, but indicated that he was treated with a glucagon injection. Information about the events leading to the hospitalization was not reported, such as his activity levels, medications, food intake, and health conditions. It would be helpful to know how often the patient tests his blood glucose levels with the subject meter, how long the patient was unable to test, and if the patient continued to take his usual dosages of diabetes medications when he was unable to test. It would also be helpful to know why the patient was hospitalized and what his blood glucose results were at the hospital. According to the troubleshooting performed with customer service, the error message was not returned. Replacement products were sent to the patient. Based on the provided information at this time, this complaint is being reported because the patient allegedly received a glucagon injection and was hospitalized as a result of the "er2" issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.